Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a cracked reservoir tube.

Event description:
It was reported the insulin pump was continuously alarming no delivering and was getting worst over the last couple of weeks. The device alarms during bolus. Customer's mother stated there was a little crack near the cartridge of the reservoir. Customer's mother stated the device also had cracks on battery compartment. Customer's blood glucose was 496 mg/dl. Customer's mother was unaware how damage occurred. Customer's mother was advised to disconnect the device at the quick release, perform a fixed prime, and insulin did exit. Customer removed site and it wasn't bent. Prime was performed and drops dripped out and device did not alarm. Customer's mother was advised the device was function as designed. No further info reported.